Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2938836-2020-00719. It was reported that the patent developed and infection. The system was explanted.